Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 61402be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 61402be00 was identified.

Event description:
The customer observed a false elevated alinity I toxo igg result for one pregnant female patient. The initial alinity I toxo igg result was 6.34 iu/ml (reactive) on (B)(6) 2024. The tube was retested on (B)(6) 2024 and the result was 0.03 iu/ml (nonreactive). The lab sent serum to cerba and the result was negative. This patient tested negative in (B)(6) 2024. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated alinity I toxo igg result for one pregnant female patient. The initial alinity I toxo igg result was 6.34 iu/ml (reactive) on (B)(6) 2024. The tube was retested on (B)(6) 2024 and the result was 0.03 iu/ml (nonreactive). The lab sent serum to cerba and the result was negative. This patient tested negative in (B)(6) 2024. No impact to patient management was reported.